Event description:
It was reported that insulin gauge displayed amount different than expected and that fill estimate on pump remained static despite insulin delivery, showing 195 units. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this behavior could occur when measured pressures used to estimate remaining insulin varied widely and was advised that once actual insulin in cartridge matched the static displayed amount, gauge would begin to count down normally, and caller understood and acknowledged this explanation.